Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer report number: 2017865-2021-11684. It was reported that the patient presented for a lead revision. Prior to procedure during an in-clinic visit, the right ventricular (rv) lead exhibited noise. During the procedure, the right atrial lead was found to be bound by scar tissue to the rv lead. Both leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.